Manufacturer narrative:
The device was returned to biosense webster (bwi) for evaluation. Visual inspection and screening test of the returned device were performed following bwi procedures. Visual inspection was performed, and the shaft was identified to be broken in the middle of the shaft leaving the braid exposed. The device was connected to carto 3 system, and the device was visualized and recognized correctly; however, error 106 appeared on the system due to an open circuit in the tip area. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The force issue reported by the customer was confirmed. The potential cause of the open circuit cannot be determined. The potential cause of the braid wire exposure could be related to the manipulation of the device after the procedure since the damage was not reported by the customer; however, this cannot be conclusively determined. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation afib ¿ paroxysmal ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a shaft that was broken in the middle of the shaft leaving the braid exposed. Initially, it was reported that the catheter displayed a "hi" force value at the end of the case and could not hold a zero value on the carto 3 system. The cable was exchanged without resolution. When the catheter was exchanged, the issue was resolved, and the case continued successfully. No adverse patient consequence was reported. The force issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device and per the evaluation completion on 26-apr-2024, the shaft is broken in the middle of the shaft leaving the braid exposed. This was assessed as MDR reportable with an awareness date of 26-apr-2024.